Event description:
A review of the reported information indicated that model 2120f vena cava filter allegedly experienced malposition of device and patient-device incompatibility. This information was received from various sources. Of the two malposition of device and patient-device incompatibility, both involved patients without consequences. The two female patients ranged from 51 to 62 years of age and one patient weighed (B)(6) lbs. Weight was not reported for the other patient.